Manufacturer narrative:
The harmonic curved shears insert was returned and evaluated. Per the customer reported complaint, the clamp arm was returned detached from the insert. The clamp arm itself is not damaged, however, the shaft features at the distal end that mate with the clamp arm pins are bent. The direction of bending is consistent with hyperextension of the clamp arm. While the evidence is inconclusive, the damage is most likely due to mishandling and misuse. The curved blade which is not designed for mechanical cutting is not dull and exhibits no damage. Additionally, energy modality as reported by the customer(harmonic vibrations) of the generator does not produce electrical arcing, however, there is a component at the distal end of the insert that is broken off. There are no components in the harmonic curved shears insert that meet the definition of medical sharps.

Event description:
It was reported that during a da vinci s heller myotomy procedure, the blade of the harmonic curved shears (hcs) insert was dull, would not close, arced and broke off and fell into the patient's abdominal cavity. The broken piece was retrieved and the planned surgical procedure was completed with an instrument of the same type. No patient harm, adverse outcome or injury was reported.